Event description:
A report was received that the patient's stimulator was not working. Database analysis revealed no anomalies and the device appeared to be working as expected. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient's stimulator was not working. Database analysis revealed no anomalies and the device appeared to be working as expected. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.